Event description:
A consumer reported that immediately following his intraocular lens (iol) implant procedure, eh has experienced seeing five or six images. The consumer reported he is having trouble seeing to drive due to blurry vision and constant multiple images. The consumer also stated he has had a examination with his surgeon every two to three months since his procedure, and reported his surgeon does not think the iol is the cause of the events. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis: lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).